Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that it heated up beyond required specifications at the elbow and the base which was caused by worn bearings. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be worn bearings, caused by normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure the attachment device was "getting uncomfortably warm for surgeon to hold". The reporter clarified that the event did not cause any injury to the surgeon. There were no delays to the planned surgical procedure as a spare motor device set was opened and available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.